Event description:
It was reported that the impactor broke at the tip. No serious injury have been reported.

Manufacturer narrative:
After further investigation, there's no historical data that reveals that a serious injury has been reported because of this issue. If further information is received this complaint can be re-opened and re-asessed.